Event description:
It was reported that a flogard infusion pump experienced an occlusion alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected and battery and functional testing were performed. The reported condition of an occlusion alarm was confirmed as an f-2 alarm in the alarm log. The cause of the reported condition was due to a damaged latch roller. To correct the issue the latch roller was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow-up MDR will be submitted.